Event description:
It was reported that the system displayed a communication failed error on the doghouse. Communication failure error result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.